Event description:
The left arm of the chair allegedly broke, causing the consumer to fall out of the chair. Incident occurred when user leaned heavily over the arm to pick an object off of the floor. The consumers feet were secured with foot straps which allegedly caused her to break her leg when she fell. Serious injury is alleged.

Manufacturer narrative:
Component part is out of warranty. Information available indicates consumer attempted to fix the arm rest themselves prior to incident. Manufacturer has made several attempts to obtain parts; however, consumer has not returned them. As a courtesy, manufacturer has worked with dealer to repair chair.